Manufacturer narrative:
(B)(4) - (no code available) refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.

Event description:
The customer reported that the side-firing fiber was noticed to have commenced forward firing and decreased vaporization efficiency at 62, 029 joules during a prostate procedure. The procedure was completed with a second fiber. No pt or end user injury was reported.